Manufacturer narrative:
Patient identifier: the full identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 assay was not returned for evaluation. There were no reports of system issues at the time of the event. No other assay issues were reported. No hardware errors or flags were reported in conjunction with the event. System performance indicators of calibration and quality were not provided for review. The customer submitted patient samples to beckman coulter for interference testing. Interference testing did not demonstrate interference in the patient samples. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2022 the customer reported repeatable erroneous elevated il-6 (access il-6 assay, part number a16369, lot number 124674) patient results for two patients were generated (B)(6) 2022 on the customer's access 2 access 2 immunoassay analyzer part number 81600n and serial number (B)(4) . The patients were repeat tested and similar results were obtained. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, quality control (qc) and calibration were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample handling information including sample type, collection, handling and processing information such as storage and other sample related information was not provided by the customer. The customer agreed to send samples to beckman coulter for interference testing.